Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous nurse report from the USA of patient that made a mistake with touch contamination (coded as peritoneal dialysis complication) and peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On an unreported date, the patient made a mistake/touch contamination which resulted in peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. On an unreported date, dianeal therapies were withdrawn. At the time of this report, the patient was recovering from the event of peritonitis with culture positive for (B)(6). The outcome of the event of patient made mistake/touch contamination was not reported. The nurse reported that the peritonitis with culture positive for (B)(6) was unrelated to dianeal therapies. The nurse did not provide an opinion of causality for the event of patient made mistake/touch contamination.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd884445, gd883512, and gd885293 with no defects noted during the manufacture of these lots related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4).